Manufacturer narrative:
No additional information is available at this time. If additional information becomes available, this report will be updated.

Event description:
Boston scientific crm received information that this right ventricular (rv) lead exhibited loss of capture (loc) and no sensing measurements three weeks post implant. A lead revision procedure is likely to be performed. To date, no adverse patient effects were reported.